Event description:
It was reported that stent dislodgement occurred. During preparation of a 2.25 x 38mm synergy? Xd drug-eluting stent, it was noted that the stent had completely detached from the balloon. The device never introduced into the patient, and the procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent dislodgement occurred. During preparation of a 2.25 x 38 mm synergy? Xd drug-eluting stent, it was noted that the stent had completely detached from the balloon. The device never introduced into the patient, and the procedure was completed using an alternate device. No patient complications were reported.